Event description:
It is reported that the intraocular lens (iol) was removed and replaced due to calcification and the patient's report of blurred vision. Follow up with the reporting physician's office indicates that the patient required an anterior vitrectomy attributed to his anatomy and not related to the abbott medical optics (amo) lens. The patient is reported to be doing fine. Follow-up with the physician indicated that the lens is believed to be a silicone lens; however, the model and serial number is unknown.

Manufacturer narrative:
Additional information: diabetes, brand name: phacoflex ii, common device name: hql-monofocal iol. Model # s130nb, catalog # s130nb, serial # (B)(4), expiration date = 06/30/1999, implant date: 09/19/1994, device MFR date: 06/01/1994, PMA# = p880081. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.

Manufacturer narrative:
Because the model and serial number of the lens is unknown, the specific information of brand, type, model, serial number, 510(k) number, manufacture and expiration dates cannot be identified at this time. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.